Event description:
Patient underwent robotic radical prostatectomy and bilateral pelvic lymph node dissection via da vinci robotic surgery. Tip cover accessory had developed a hole earlier and was replaced with new tip cover. This cover also developed a hole allowing the bovie to arc into the patient's body and required replacement. No apparent patient harm.